Manufacturer narrative:
The reported event of inability to advance the guidewire was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the inner coil was offset at the distal region of the lead consistent with procedural damage. The stylet insertion test could not be performed due to the offset inner coil inside the distal region. The cause of the reported event was consistent with procedural damage. The s-curve height was measured to be within specification.

Event description:
During attempted implant, the left ventricular (lv) lead could not be inserted into the guidewire. A different guidewire was used; the lv lead could not be advanced. A different lv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.